Event description:
Related manufacturer reference number: 2017865-2022-09309. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial(ra) and right ventricular(rv) leads exhibited noise leading to over-sensing and inappropriate automatic mode switch. Externalization of the conductor on the rv lead was suspected. The leads were explanted, and a new rv lead was implanted. There were no patient consequences.